Event description:
The customer reported to olympus, the high flow insufflation unit automatically shut down and alarmed. The issue occurred during preparation for use for a therapeutic laparoscope procedure. The patient was not under anesthesia and another similar device was used for the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a pressure sensor printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective circuit board. Olympus will continue to monitor field performance for this device.